Manufacturer narrative:
The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter; no unexpected cal error alerts, lost sensor alarms or cannot calibrate messages noted during our testing. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was received with scratched casing, minor scratches on the lcd window, scratches on the display window cover and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 23 mg/dl. The customer stated that they treated the low blood glucose with glucose tablets and orange juice. The customer also reported that they were getting sensor alarms. The customer declined to troubleshoot for low blood glucose. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.